Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, distal shaft, collar, hypotube and hub/tab included microscopic and visual inspection. Inspection revealed the hub/tab was in two pieces, and the core wire (portion of hypotube normally inside in hub/tab) was bent. The fracture faces had visual signs of torsion force with a significant force applied to one side of the hub/tab, resulting in the fracture/broken device. Inspection of the return of the device found no other damage or defects.

Event description:
It was reported that device broke upon unpacking. A 6f guidezilla guide extension catheter was selected for use. Upon unpacking, it was noted that the device broke into two pieces. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that device broke upon unpacking. A 6f guidezilla guide extension catheter was selected for use. Upon unpacking, it was noted that the device broke into two pieces. The procedure was completed with another of the same device. No patient complications were reported.